Event description:
It was reported that the patient experienced electrical shocks and bruising at the pump implant site. The patient was enroute to an appointment with the hcp. The reporter also stated that "two catheters have been placed in the patient and patient is not able to use the ptm" (patient therapy manager). Unable to follow-up with contact information provided, no additional information was obtained.